Event description:
The customer reported the system sounded an alarm and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a jumper on the intelligent shut down board. The system operates as intended.